Manufacturer narrative:
(B)(4). The product part number in this report is not sold in the us however, a similar product ID (B)(4)tracheal tube 510k no. K941246 is. Additional patient information (ID, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that after intubating the patient the doctor noticed air leakage from the tube. During intubation the patients tidal volume was stable. The operation ended without any issues however, after the patient was extubated a hole between the inflation line and the tube was observed.the patient was (B)(6) old. Nulation of a replacement tube required?: no.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. Visual examination confirms that there is a hole in the main stem of the tubing. The hole is located in the tail notch area.